Event description:
Customer reported receiving impercise adc meter readings of 177mg/dl, 122mg/dl, 25mg/dl, 79mg/dl and 89mg/dl obtained within a ten-minute timeframe. When plotted on the parkes error grid the results fell within the 'c' zone showing the difference in the readings is considered clinically significant. There was no report of serious injury, death or mistreatment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.